Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage at the filter. No patient injury.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag not in original packaging; no damage was noted. Functional testing was performed, and the reported issue was replicated. The root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).